Event description:
During the implantation of a boston scientific watchman left atrial appendage device, the watchman became free floating and migrated through the mitral valve, left ventricle, aortic valve into the descending aorta. The device had been thoroughly checked prior to implantation. The device was snared using a 16 french arterial sheath into the right femoral artery. The sheath was pulled and an attempt to close the artery with a proglide failed, leaving part of the proglide which had to be surgically removed via cutdown of right femoral artery.